Event description:
It was reported that a report was made of faulty equipment, with the universal battery charger (ubc) and batteries smoldering. The ubc lights all turned red. Equipment was disconnected from mains and isolated. Fire department was called to isolate equipment. The account did their own internal investigation and concluded that saline was spilt into the ubc, which was believed to be the cause of the incident as opposed to a faulty ubc.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress and a red light activating on the heartmate universal battery charger (ubc) was confirmed via evaluation of the returned heartmate 14v li-ion battery. The returned battery, serial number (B)(6), was visually inspected and found to have corrosion on all contacts. The battery was inserted into a test ubc and a b0001 alarm activated. Due to the extent of damage, no further testing was performed. A submitted photo also confirmed corrosion on all the contacts of two batteries. Per the provided information, the root cause for the reported event was determined to be due to user error in spilling saline onto the ubc and batteries. The device history record was reviewed for the heartmate 14v li-ion battery, serial number (B)(6). The battery was inspected and accepted into storage on 30apr2024 per material document (B)(4). The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to keep the 14v li-ion batteries clean and dry. This section also provides instruction on how to properly calibrate the 14v batteries, how to charge the battery, and how to check the charge level of the battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.